Event description:
Resident was at nurses station. Resident turned sideways in walker and started leaning forward. Nurse began to yell out to resident and go to them but pt was in the process of falling. Resident fell face forward onto floor with head turned to the left. Resident did not move or attempt to move. Noted large hematoma to right side of forehead. Sent ot hospital, transferred to another hospital and expired there.